Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous lead was surgically abandoned and replaced. Impedances on this lead were greater than 2500 ohms and there was no capture when pacing in bipolar. This patient was not dependent. No adverse patient effects were reported.